Event description:
Customer reported the workstation crashed during use when left sitting for a while. After that it would not start up without recycling power several times. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply. System operates as intended.